Event description:
It was reported that during an unknown procedure, the clips were not closing all the way in the jaws. Unknown if the procedure was complemented successfully. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 7/11/2023. B3: unknown, assumed first day of month that complaint was reported. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information was requested and the following was obtained: did device jammed (not fire clips)? Did device not feed clips? Did device drop or eject clips? Did device sideways feed clips? Did device fire malformed clips? Did device fire scissored clips? 1. The staple load was not closing all the way to complete the process. 2. The clip would either fall out or just barley close. 3. Yes it fed the clips. 4.yes both eject and drop. 5.not to my knowledge. 6.not to my knowledge." This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.